Event description:
The lay user/reporter (wife) contacted lifescan in 2007 and alleged that the patient's one touch ultra meter was reverting to the set up mode. The wife reported that the alleged issue began on the same day at 1:15 pm. The patient was experiencing weakness and trembling after the reported issue began. He did not take any actions regarding his diabetes management and did not receive/require any medical intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. It was determined that the alleged issue occurred right after removing/replacing the battery. The patient was walked through the set up mode and the meter was set correctly. This complaint is being reported because the reporter alleged the patient experienced symptoms of low blood glucose after the reported issue began. The issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.